Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler would not perform properly. The staple line was oversewn. There was no injury to the patient.